Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient reported the issue of painful stimulation to them and impedances were tested on (B)(6) 2019. The cause of the painful stimulation at the ins site/impedance issues remains unknown. It was noted that the surgical technician discarded the device and was not available for testing. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having a revision of the ins and lead due to painful stimulation at the ins site and impedance issues/errors. The revision occurred on (B)(6) 2019. No further complications were reported or anticipated.